Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the force sensor was found to be out of calibration and the force resistance measurement was out of specification. The force sensor plate was observed to be damaged. There was evidence of green contamination found on the force sensor plate. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to and contamination on the force sensor plate. This report is made based on results of investigation completed on (B)(6) /2013.